Event description:
It was reported to boston scientific corporation that a capio device was used during a sacrospinous fixation procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the needle detached cleanly from the suture after the final throw through the ligament. It was found stuck inside the capio cage. Nothing was left inside the patient. The procedure was completed with this device. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The exact age of the patient is unknown, however, it was reported the patient was over 18 years. The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. Reported event needle detached. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.